Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed, mildly tortuous, mildly calcified lesion in the left anterior descending (lad) coronary artery. The protective sheath was removed without resistance from a 3.50x12mm nc trek rx balloon dilatation catheter (bdc), and the bdc was prepped by flushing with saline, but air aspiration was not performed. The bdc was then advanced without resistance to the target lesion and was inflated to 10 atmospheres when contrast was noted to be leaking from the balloon. The bdc was removed from the patient anatomy and another same sized nc trek rx bdc was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It is likely that the balloon interacted with the calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.